Event description:
It is reported, separation with alaris smartsite tubing. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H10: one set model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the upper fitment above the pumping segment. No other defects or abnormalities were observed. Visual inspection under a microscope showed a lack of solvent application. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root causes of the separation are the solvent dispenser malfunctioned or the bonding method was incorrectly performed by the assembler. Quality alert was created for personnel awareness of the issue and correct method for the assembly. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided.